Event description:
A trilogy 100 ventilator was returned to a service center for evaluation. The device was not reported to be in clinical use. During the evaluation of the device the technician confirmed the nurse call was damaged, and the initial power up / communication failed, therefore the interface board needs to be replaced to address the issue. Additionally, during service of the device other components were recommended to be replaced due to contamination, user error and physical damage. No repairs were performed and the device will be scrapped as per customer request.

Manufacturer narrative:
The reported failure of damaged nurse call, initial power up and communication failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.